Manufacturer narrative:
A device history record review was completed for provided material number 38831414 and lot number 3145481. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, ten (10) physical samples and one (1) picture sample were returned for evaluation by our quality team. The picture sample showed a used product with the needle through the catheter. All of the physical samples returned were found to be within specification and none displayed a needle through the catheter component. It is possible that this incident resulted during use of the product, when the 360-degree rotation is performed during the puncture, the catheter may have been pushed forward, causing it to transfix the catheter during puncture after re-cannulating. It is also possible that this incident resulted from product assembly, due to a failure in the vision system which allowed a transfixed catheter to be released to the customer. However, if this were to have occurred, the product would have been unusable upon delivery. A corrective and preventive action plan has been initiated for the defect of needle through catheter, to further investigate this issue and prevent any reoccurrence.

Manufacturer narrative:
(B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd the following information was provided by the initial reporter, translated from portuguese to english: report: according to the attached image, the silicone is breaking. As response received on 17apr2024. Was the reported incident observed before, during or after use on the patient? During use on the patient. Was there any harm to the patient/healthcare professional? (Detail) pyschological damage due to the necessity of having to puncture the patient more than once, causing stress and anxiety before the beginning of a surgery and hematomas in the places of puncture attempts and the cateter breaking. -was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, drug administration, etc.)? (Detail) no, only pyschological aid. Was there any exposure of blood or chemotherapy to the mucous membranes (eyes, nose and mouth) or skin? If so, please state whether the exposure was the patient's or the professional's and what measures were taken. (Details) the exposure occurred only as a result of the usual procedure of puncturing the patient.